Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and charger following a procedure on (B)(6) 2017 to revise the device due to discomfort (reference MFR. Report#: 1627487-2017-02886). The patient also stated she did not recharge the ipg prior to the surgery. In addition, it was stated the patient may still have some swelling from the procedure. Surgical intervention was planned to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg pocket site was relocated. Reportedly, effective therapy was regained following the procedure and the issue is resolved.